Manufacturer narrative:
The report event of noise was not confirmed. As received, a partial lead was returned in two portions for analysis. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductors at the distal portion. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported during in clinic follow up that the atrial lead exhibited noise. The lead was explanted and successfully replaced.